Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors; found 3 of the 5 sensors were received with the cannula bent and retracted inside of the sensor. The remaining 2 sensors was received with bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensors opened and used. Unable to confirm the needle complaint anomaly due to the customer did not return the insertion needles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor had bent cannula and sensor break. Customer's blood glucose at time of incident was 9.8mmol/l. The customer had issues with 5 sensors, 3 out of 5 she removed, the filament was missing. The customer could not connect to the transmitter and second 2 would not connect also. The customer also confirmed that she has been having issues using the serter was hard to remove from serter. The customer does confirm that sensors appears retracted nothing at sites and also does press on serter during insertion.